Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, swelling, inflammation, dysfunction, damage to surrounding bone/tissue, metallosis and loss of range of motion. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, a revision procedure was performed (B)(6) 2007 where the acetabular cup and modular head were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2007 was due to acetabular cup aseptic loosening and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, swelling, inflammation, dysfunction, damage to surrounding bone/tissue, metallosis and loss of range of motion . Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, revision procedure was performed (B)(6) 2007. Cup and head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02521 / 02522).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain," and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02521 / 02522). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.